Event description:
On 09-dec-2025, during servicing by baxter, technical service identified that totalcare frame (product code p1900q007294, serial number: (B)(6)), had the head of the bed not raising. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the valve needed to be replaced. Per the baxter service manual the totalcare bariatric bed and totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Test the CPR release for correct operation and reset of the head cylinder. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on may 6, 2025. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the valve to resolve the reported event. Based on this information, no further action is required.